Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the ng tube cracked along the port of the tube, resulting in leaking of feed which caused a delay/ceasing of enteral feeding for the severely malnourished eating disorder patient which resulted in an increase in medical instability (postural tachycardia and hypoglycemia). The nurses administered carbotest. No further medical intervention was required.